Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.